Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a cryo ablation procedure, the stimulation port did not function as intended and the case was cancelled. The patient was stable and the case was rescheduled.

Manufacturer narrative:
The computer was powered on and successfully booted to the windows and claris application software. The returned computer did not communicate with a ep-4 stimulator due to a non-functional serial card (stimulator/rf card). F5 protocol on the ep-4 stimulator was simulated and no loss or drop in communication was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The card was temporarily replaced with new serial card and successful communication was established.